Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the incubator and tip locator returning the vitros 250 to expected operation. Following the service activity, system precision testing was acceptable indicating the vitros 250 and vitros amon slides are performing as intended. The root cause is instrument related.

Event description:
The customer reported imprecise results on multiple samples from a single patient sample using vitros amon slides on a vitros 250 chemistry system. The initial result was reported and questioned by a physician there were no reports of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.